Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
At the bha surgery, after the final trial reduction with v40 head trial, the nurse found the trial head was broken to small fragments . The surgeon tried to wash and removed all of the broken trial fragments from the surgery site. The doctor's opinion: the patient had paralysis therefore the internal rotation was difficult than usually patient then it might had added the stronger force slightly. The surgeon did not use the hammer during the trial reduction.

Event description:
At the bha surgery, after the final trial reduction with v40 head trial, the nurse found the trial head was broken to small fragments . The surgeon tried to wash and removed all of the broken trial fragments from the surgery site. The doctor's opinion: the patient had paralysis; therefore, the internal rotation was difficult than usual patient then it might had added the stronger force slightly. The surgeon did not use the hammer during the trial reduction.

Manufacturer narrative:
An event regarding fracture involving an v40 trial head was reported. The event was confirmed. Material analysis indicated the device fractured in multiple overload conditions. No material or manufacturing defects were observed during this examination. Device history review indicates the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there has been one other event for the reported lot ID. The investigation concluded that the device fractured from multiple overload conditions. No material or manufacturing defects were observed during this examination.